Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous peripheral intervention, balloon rupture occurred. Vascular access was obtained via the femoral artery through anterograde approach using a 6fr 25 cm non bsc sheath. The 100% stenosed target lesion was located in the severely calcified and mildly tortuous left popliteal artery. The 3.0mm x 60mm x 135cm sterling¿ balloon catheter was used for predilatation of the lesion however the balloon ruptured at 7 atmospheres on the first inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that during a percutaneous peripheral intervention, balloon rupture occurred. Vascular access was obtained via the femoral artery through anterograde approach using a 6fr 25 cm non bsc sheath. The 100% stenosed target lesion was located in the severely calcified and mildly tortuous left popliteal artery. The 3.0mm x 60mm x 135cm sterling balloon catheter was used for predilatation of the lesion however the balloon ruptured at 7 atmospheres on the first inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the sterling catheter was received inside a carrier tube (hoop) within a sterling shelf box that matched the information on the device. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall aligned with the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).